Event description:
Rn attempted to get an arterial blood gas (abg) from uac line that was inserted earlier that day. Only bubbles were noted coming into waste syringe. Rn then noted blood on sterile 4x4 and blood coming from hub/catheter site. A small tear or hole was noted. Uac line clamped with orange team nnp notified. Order was given to discontinue uac from nnp. Uac discontinued with catheter intact. This is the same product that the hospital has had other issues with. The break in the catheter is at same place. Rn's have no knowledge of catheter being pinched or kinked. There was no blood loss.